Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had issues with cracked barrels and leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. One stock photo of a 3ml syringe was received. An ms word red line segment graphic appears to have been added between approximately ¼ ml and the 1ml markings. Nothing else was observed in the file received. No samples, including photos, showing the reported defect were received therefore the defect could not be confirmed. Since no samples or photos displaying the reported condition were received corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok disposable syringe with bd luer-lok tip had issues with cracked barrels and leakage. There was no report of exposure, injury, or medical intervention.